Event description:
It was reported that non-sustained vt episodes due to oversensing of lead noise were noted. High capture threshold was also noted. The patient was presyncopal. The lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.